Event description:
It was reported that cgm displayed error message while customer was using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and then successfully started new sensor session.